Event description:
It was reported that the patient experienced a flipped pump. The healthcare provider (hcp) intended to do a dilaudid trial using the catheter access port (cap) under fluoroscopy, and while doing an x-ray to visualize the cap, the flipped pump was discovered. The reporter stated that the patient was not having any symptoms related to the event and the patient was later said to be 'doing well.' There was no intervention reported regards to the flipped pump. The medication in the pump was dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4) programmer, patient; product ID 8709sc, serial# (B)(4), implanted: unknown, product type catheter. (B)(4).